Event description:
Procedure type: colectomy. According to the reporter: the pt had a laparoscopic subtotal colectomy and had a anastomotic leak less than 24 hours after surgery. The pt was returned to the operating room where a 5-6 mm hole was found in the anatomosis and it looked as if there were never any staples there on the small bowel side. It was not where the 2 staple lines crossed as the leak site was remote from the staple lines crossing.

Manufacturer narrative:
(B)(4).